Manufacturer narrative:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens, -13.0 diopter, was damaged during surgery whilst loading and back up lens had to be used. Three attempts were made for more information, none was forthcoming. No similar complaints were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens "was damaged and the back up lens had to be used." No other information is available at this time, attempts are on-going.